Event description:
Reaction; pain; swelling, knee pain. Information was received on 26-oct-2006 from a female patient that weighed between 121 and 150 pounds, with a medical history of osteoarthritis of the knee and 4 prior series of synvisc. The patient classified her pain as mild to moderate, she could do things but with a certain degree of pain. After the patient received her second injection of synvisc into her knee(s) in 2006, she developed a reaction with severe swelling and pain. After one week, the patient received a cortisone injection and recovered.